Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most likely cause is that too much force was applied to the rigid tube and physical impacts, and similar damage caused additional scratches to the light guide bundle. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the rigid tube of the rigid video laparoscope was dented, and the light guide bundle was chipped. There was no patient involvement.